Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records .medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent initial hip arthroplasty and no complications were noted. The patient was revised and identified moderate pain and was unable to tie shoes on a 3-month visit. There was moderate pain on a 1-year visit. There was moderate pain, tying shoes with difficulty, and moderate difficulties with adls on a 2-year visit. There was moderate pain and moderate to extreme difficulties with adls on a 5-year visit. X-rays indicates cup loosening. Revised on indication of deep infection. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 192010, lot: 933560, echo por fmrl nc 10x130mm, part: 163669, lot: 00j3600506, 32mm mod head cocr std neck, part: 010000850, lot: 3453516, g7 neutral e1 liner 32mm f. Report source: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02823, 0001825034-2021-02822, 0001825034-2021-02824.

Event description:
It was reported a patient underwent an initial left total hip arthroplasty and subsequently, the patient developed progressive pain, difficulty ambulating, and difficulties with adls. X-rays showed loosening of the acetabular cup. All components were revised 6 years post-implantation due to deep infection. Attempts have been made and no further information has been provided.